Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for phos2 phosphate (inorganic) ver.2 - phos on a cobas 6000 c (501) module - c501. The erroneous result was not reported outside of the laboratory. The sample initially resulted as 6.16 mg/dl. The sample was repeated on (B)(6) 2017, resulting as 3.34 mg/dl. No adverse events were alleged to have occurred with the patient. The phos reagent lot number was 196352, with an expiration date of 31-jan-2018. Calibration and quality control recovery were ok.

Manufacturer narrative:
The field service engineer changed the gear pump of the analyzer. After this action, the analyzer was confirmed to be running within specifications.